Event description:
Patient reported experiencing an elevated blood glucose level and was hospitalized. Patient's blood glucose level was 20 mmol/l (360 mg/dl) and was taken to the hospital by his sister. Patient's normal blood glucose level was not provided. Patient stated he was in the hospital for 2 days where he received glucose by drip. Patient was in the hospital from (B)(6) 2013. The infusion device did not give any alarm or error message. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the customer set the pump in stop mode from (B)(6) 2013. The pump delivered no insulin in this period of time. The problem mentioned by the customer could not be reproduced.